Manufacturer narrative:
The investigations found: for 2 events: the investigation could not identify a product problem. The cause of the event could not be determined. The follow-up actions were: for 2 events: there were no follow-up actions. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single-use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Questionable high results were generated by the cobas 6000 e 601 module. The events involved a total of 2 patients with the following: 1 patient had a questionable elecsys hcg + beta test system result. 1 patient had a questionable elecsys vitamin d assay result. 1 patient was (B)(6) years old.